Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy and percutaneous coronary intervention (pci) in a patient with acute myocardial infarction (ami), the iab catheter moved frequently to the abdomen. The guide wire was inserted and the indwelling position returned, but the situation did not improve. The iab catheter was removed and replaced. Shortly thereafter, the same event as the first iab. The second iab catheter also failed to adjust its indwelling position using a guide wire. The second iab was removed and therapy was discontinued. There was no patient injury to the patient. This report is for the second iab.